Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection identified the damaged safety clamp. The cause of the condition was not determined. To correct the condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.